Event description:
On (B)(6) 2013, the patient contacted animas, alleging that more insulin was being used than previously. The patient indicated their blood glucose levels were erratic but did not specify numbers. This does not meet animas criteria for an adverse event. The patient also alleged weight changes but did not specify. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.